Manufacturer narrative:
510k: this report is for an unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient was walking, and her left femur plate broke/snapped. The patient was taken to the emergency room where an xray was performed and the plate was broken. The broken plate was removed. Concomitant device reported: 3.5mm cortex screw (part number 204.818, lot unknown, quantity unknown). This report involves one (1) unknown plate. This is report 2 of 2 for (B)(4).